Event description:
No osseointegration, periodontal disease at time of surgery, no thread tap used, primary stability was achieved, implant was completely covered by bone, bone resorption, peri-implantitis, infection, fistula, inflammation. Patient has diabetes mellitus and drug or alcohol abuse.